Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensors read 30 to 50 points below her blood glucose value. Customer stated that the insulin pump goes into threshold suspend when she is not low. Customer stated she has seen bent cannulas after insertion; she will feel pain and know something is wrong. Customer has received weak signal alerts. Last readings was showing blood glucose at 105 mg/dl and sensor glucose at 150 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.